Manufacturer narrative:
Lumenis rep in attendance in 2007, advised the m.d., per product labeling, that treatment of sun exposed skin is not recommended due to risk of hypo pigmentation. Physician proceeded with treatment. There was no report that the suspect machine had malfunctioned.

Event description:
It was reported by lumenis sales rep, in attendance that hypo pigmentation occurred as the result of an ipl treatment conducted in 2007. Add'l info from the pt received 05/02/08 reports that 1st and 2nd degree burns developed as a result of the treatment.